Event description:
The consumer called to report that her boyfriend was burned by hot water that spilled out of the personal steam inhaler. She reported he was knocked into the unit which caused the spill. The proper use instructions state to only use the unit on a firm level surface to avoid spilling the water.